Event description:
A customer reported to baxter (B)(4) a dehp-free solution administration set in which the roller clamp was damaged. According to the report, the roller clamp was not properly aligned within its frame. This event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.